Event description:
It was reported "checked stylet when removed from patient. No difficulty with insertion. Noticed sharp bend in wire and feared it breaking."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Bends were observed in the returned stylet approximately 1.5 cm proximal to its distal tip as well as approximately 20.9 cm and 42.4 cm distal to the yellow handle of the stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing at the distal end of the stylet and the bend within this tubing was found to be between two magnets. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bend in the stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "checked stylet when removed from patient. No difficulty with insertion. Noticed sharp bend in wire and feared it breaking."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2188 showed no other similar product complaint(s) from this lot number.